Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: exact ages unknown, not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Model#: unknown/not provided. Serial#: unknown/not provided. Catalog#: catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted; if explanted; give date: unknown/not provided. The shunt products are not returning for evaluation. There was no serial number reported for this device; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending, for this device will not be performed. Device manufacture date: unknown, as the serial number was not provided. Talsania, s.d., nallasamy, n., lee, a.r., and freedman, s.f., (2019) risk factors for strabismus following glaucoma drainage device implantation for refractory childhood glaucoma. Journal of american association for pediatric ophthalmology and strabismus (jaapos), volume 23, issue 3, 145.e1 - 145.e6. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The publication is referring in general to different glaucoma drainage device (gdd's) and does not specify how many events were linked specifically to baerveldt shunt, however the publication highlights that 38 out of 81 studied patients (47%) were implanted with baerveldt shunt. Overall from all the studied patients (81), 24 eyes experienced worsened strabismus and 11 presented new strabismus without specification on which implants were associated to the events. Since it provides in general the proportion of studied patients that were implanted with the baerveldt shunt and since there is not documented any difference regarding the type/brand of the gdd implanted, a proportional assignment of new and worsened cases of strabismus could be applied if needed. There is no reference to the consequent management or outcome regarding the strabismus.